Manufacturer narrative:
The electronic log file was available for investigation. Based on the log entries the reported symptom could be confirmed. A sporadic internal communication problem on all channels between the ventilator¿s cpu board and the gas mixer was identified as the root cause. From similar complaints it is known that the effect cannot be reproduced by hardware testing. Hence the exact root cause cannot be identified. However, the determined system effects are conformable with exposition to excessive electromagnetic radiation or electrostatic discharge of the user during interactions with the device. The primus is designed, tested and certified to withstand emc/esd influence in conformance to the relevant standards ((B)(4)). Recommended separation distances between portable and mobile rf-telecommunication devices and the primus are listed in the instructions for use. In case of the identified communication failure, both ventilator and gas mixer will initiate an autonomous shutdown, the primus will activate monitoring mode and generate a corresponding visible and audible gas + vent fail alarm. This alarm, its possible causes and suitable remedies are described in the instructions for use. Manual ventilation, using the device breathing bag while setting an adequate flow via the safety o2 control valve (incl. Agent) will still be available. The field-failure-rate regarding this failure mode was considered acceptable.

Event description:
The following was reported to draeger: "it was impossible to interact with the anaesthesia workstation - malfunction of user interface and ventilation with exception of manual ventilation mode." No patient consequences have been reported.